Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 422 mg/dl, which he treated with a manual insulin injection. The customer felt lazy as a result of the hyperglycemia. Troubleshooting was initiated to inspect the device. The drive support cap appeared normal. However, the customer declined to check their settings. A high pressure test could not be performed due to lack of a tubing clamp. No products were returned or replaced and a tubing clamp was shipped to the customer.